Event description:
It was reported by the affiliate that the tlc75 instruments locked out. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.